Event description:
It was reported, the unit burned.

Manufacturer narrative:
It was reported, the unit burned. Visual inspection of the unit revealed that a segment of the heater wire had broken, allowing a spark to contact the fabric foundation and causing a 1/4" burn hole. The serial number indicates that this unit is over 35 years old, and the component may simply have deteriorated through many years of dependable use. We concluded that this report was attributable to an unusual combination of events.